Event description:
Pt reported into the FDA voluntary reporting program (B)(4) 09/13/2009: "it has been over a year and I suffer from dry eye and halos from my lasik surgery. I was told that those two issues were no longer a concern and only happened to early pts of the surgery. After the surgery, I feel that my doctor was dismissive of the fact that I had dry eye. I have plugs and am using restasis and still have to use a lot of refresh eye drops as my eyes are still dry. It really has changed my life for the worse."

Manufacturer narrative:
(B)(4). Reporter, device, treating facility and physician are unk.